Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 340 mg/dl. The customer¿s current blood glucose was 125 mg/dl. The customer's blood glucose was 325 at the time of the call. Customer was wearing the insulin pump at time of hospitalization. The customer also reported insulin flow blocked alarm and tape was not sticking. The customer reported that the drive support cap was flush. The insulin pump and reservoir will not be returned for analysis.